Manufacturer narrative:
Continuation of d11: product ID: 977a260; serial#: (B)(6); implanted: on (B)(6) 2019; product type: lead; product ID: 977a260; lot# serial#: (B)(6); implanted: on (B)(6) 2019; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. Caller states the ins has not worked for almost a year now. The patient met with the manufacturer representative (rep) 5 times for adjustments, but the ins still did not work. Caller states an xray was performed and found that one of the lead wires was bowed away from his lower spine and he does not get stimulation on his left side because of this. Caller now he has given up and so the ins is not charged up or working. Healthcare provider (hcp) thinks the lead may have slipped when he was getting off the table post-surgery. Caller states he has been communicating with 2 other doctors, but no one want to fix the lead they are all suggesting injections. Caller mentioned he has had 2 back surgeries 10 years prior to the ins and the trial unit worked fine. Physician listings were sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. Since implant the patient had not been able to use the device because they were not getting therapy relief. They only felt stimulation on their right side from their foot to armpit. They were not getting any relief in the middle of back or neck which were the problem areas. It was confirmed that the stimulator should be targeting the middle of their back and that the patient did not feel anything on the left side of their body. Reprogramming sessions had been held in the past (3 times) but they were not getting relief and not feeling stimulation in the correct areas following the reprogramming. The patient had not used the device in probably 2 months and was not sure if the ins was charged. The controller was showing the "no device found" screen and that the ins needed to be charged. There were no associated falls or traumas. About a week ago the patient had tried to charge and was not able to. A passive recharge mode was attempted during the call and the patient noted the highest number that they received was 98 and they were successfully able to charge after the passive recharge. The ins battery was at the red mark. The controller battery was at 40%. No further complications were reported. Additional information was received from the consumer 2019-08-26. The patient reported they had an appointment scheduled with their healthcare provider (hcp) (B)(6) 2019. No further complications were reported/anticipated. Additional information was received from the consumer (B)(6) 2019. It was reported that the lower implant has moved. A new implant would be placed to address the lack of relief. The date of implant was not scheduled. No further complications were reported/anticipated.